Event description:
Medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the nordic aortic valve intervention (notion) trial, designed to compare transcatheter and surgical valves from several manufacturers. Following the implant of this bioprosthetic valve, bleeding (source unknown) and/or tamponade was reported that required reoperation, thrombin injection or pericardial puncture. Also, vascular/access related complications were reported (not specified). Multiple attempts to obtain additional information regarding the bleeding have been unsuccessful.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: per the mosaic instructions for use (IFU), major or minor bleeding is a potential procedural complication and is associated with any cardiac or thoracic procedure, open or catheter-based, and may or may not require transfusion or intervention. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.